Event description:
The customer contacted stryker to report that, during their device installation, they observed the defibrillation electrodes were damaged. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The customer received replacement electrodes under warranty. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Due to the field being uneditable, section d4 lot/serial no. Was left unchanged. However, it should be "unknown".